Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition and in the common with a screw st065t. It was clearly visible, that the tip was bent, twisted and broken. The broke off part is missing. A visual inspection of the tip. It was found that the tip was broke off and the hexagon is twisted and bent. The next step taken was a microscopic investigation of the fracture surface. Typically the surface of an intercrystalline fracture. The manufacturing documents have checked and found to be according to specification which was valid during the time of production. The root cause for the problem is most probably usage related. The instrument exhibits the signs of a multi axial stress condition of bending and torsion, clear hints of mechanical overload. A material defect or a manufacturing error can be excluded. A CAPA for improvement and a better durability was started.

Event description:
(B)(6). It was reported that the tip of the fw277r screwdriver has been broken off during a screw correction when unscrewing a st065t. Surgery delay of 20 min. Components in use listed as concomitant devices are: fw277r / s4 element polyaxial screw driver, st065t / s4 element mis polyaxial screw 6.5x50mm.